Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Details requested for the needle breakage event report: product code? Lot #? Initial procedure name? Any patient consequence/ adverse patient outcome as a result of the event report? Did the needle break into 2 pieces during use on patient in initial procedure? What tissue was being approximated/ sutured when the needle broke? Were any measures taken to retrieve the broken piece? What tissue structure is the needle/needle piece located? Why does the patient require an MRI? Is it because the patient is coming back for a re-operation to remove the needle? Or the MRI was scheduled during the same initial procedure? Any medical or surgical intervention performed on patient post-op initial procedure? Was the initial procedure completed successfully? And how? Patient current condition? Any device sample available to be returned for evaluation? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. The surgeon believes a needle broke off in surgery and the patient needs MRI. The surgeon wants to be sure it¿s safe for patient to have an MRI when it seems to be rather superficial. The needle is either a ps-2 or sh needle. There were no adverse patient consequences reported. Additional information has been requested.